Event description:
It was reported that the user maladapted the ilet meal announcement algorithm by announcing meals incorrectly, spoke with clinical support, and proceeded with a factory reset followed by guided setup, including continuous glucose monitor (cgm) pairing and weight entry to resume bionic mode. No reported adverse clinical effects. Outcomes included no impact beyond user education and device reconfiguration. Investigation included a technical review and user re-training focused on correct meal announcement and standard setup steps. Investigation of this case revealed user operation consistent with misuse of the meal announcement feature, with device function otherwise consistent with design. It was concluded that the event resulted from user error and that device performance was appropriate after re-education and setup.